Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The infusion set was used for less than a day. No further information available.